Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to the ipg protruding. The patient described it as a sharp and piercing sensation with stimulation on and when the patient changed positions. As a result, the patient will undergo surgical intervention.